Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck in the sheath and the entire balloon and the sheath had to be removed. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck in the sheath and the entire balloon and the sheath had to be removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess dilatation catheter loaded into an unknown sheath was returned to evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing an attempt to remove the sheath from the catheter but it was unsuccessful and heavy resistance was felt. No further testing performed. As the return catheter was loaded into an unknown sheath and it was unable to remove during the functional testing, the investigation was confirmed for the reported difficulty to remove the catheter out of sheath. A definitive root cause for the reported difficulty to remove the catheter out of sheath could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2027), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.